Event description:
It was reported that the catheter was being placed during a code on a (B)(6) male pt with arteriosclerosis vascular disease in the non-invasive lab. During placement into the pt's right femoral there was some resistance while placing the spring wire guide (swg). As the catheter was threaded over the swg, the intern encountered difficulty advancing. The rn noticed there was a problem and looked at the catheter. She saw the swg unraveled above the connection hub of the distal lumen. At which time, the rn slid the slide clamp onto the distal pigtail, asked for hemostasis and clamped the pigtail. Due to the code situation, they tried to use the other two lumens with no success. At this time, the entire catheter with swg was removed. A second catheter was successfully placed. There was a delay in treatment and the pt expired. Due to the nature of the code situation. There were numerous events going on. The rn stated it was chaotic and things were everywhere. This isn't an area where central lines are placed nor crash carts are seldom used. The aorta had basically cracked from the arch and continued down which gave no possibility to keep the pt alive. The pt expired due to a ruptured aorta and the rn stated the central line did not contribute to the cause of death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.